Manufacturer narrative:
Head size of the patients using scalp cooling therapy can vary among outlier demographics, which is why we recommend wearing a headband along with the cooling wrap. This will help avoid any contact between the cold surface of the cooling wrap and the skin. Some of these adverse event could have been avoided if the patient had worn the headband during the treatment. After the becoming aware of the event, we have introduced several measures to counter this issue which includes requirement to wear headbands during the scalp cooling session. Introducing smaller wrap to user facilities for outlier patients. User training on application of the cooling wrap and reducing cooling intensity of the device if patient has already gone through heavy alopecia and has exposed bald spots.

Event description:
Patient received skin darkening on the forehead, ear lobes and nape of the neck region after the scalp cooling session with dignicap delta device. We believe this occured due to direct contact establishing between the cold surface of the cooling wrap and bare skin around these areas. Upon further investigation through communication/interviews, it was found that the patient was an outlier in terms of head size, and the general size of the cooling wrap was too big for this one patient. This caused the edges of the scalp area be exposed and in contact with the cold surface of the cooling wrap for the duration of the scalp cooling session causing crypgenic burns.